Event description:
Rptr has worked in surgery for 27 yrs. Approx 8 mo ago he noticed that the surgical masks had a peculiar smell that caused him to develop a headache. The headaches begin approx 45 min after putting a mask on, but they do not go away unless he does not use a mask for several days. He also stated that occasionally he gets bumps on his face when the mask touches his skin. His latex allergy test was negative. He has this problem w/all brands of masks.